Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified 1st diagonal of the left anterior descending (lad) artery. A 2.00mm x 15mm emerge¿ balloon catheter was selected to dilate the target lesion. During the 1st inflation at 10 atmospheres, the physician noted that the pressure was decreasing. The physician removed the device from the patient and balloon rupture was observed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).